Event description:
It was reported that this right ventricular (rv) lead was capped due to an intermittent oversensing and loss of capture present. It was believed the cause to be insulation damaged. No additional information is available at the moment. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was capped due to an intermittent oversensing and loss of capture present. It was believed the cause to be insulation damaged. No additional information is available at the moment. No additional adverse patient effects were reported.